Manufacturer narrative:
Evaluation of the returned catheter confirmed the customer reported complaint as a solex 7 catheter pinhole leak at the distal end of the balloon. During manufacturing all solex 7 catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent deformity in the balloons which resulted in eventual leak under pressure or the balloon may have seen higher stress during insertion. Visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. A pinhole leak was observed when the pressure was increased up to 35 psi. The leak was noted at the distal end of the balloon. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for quattro catheter lot # 57022.

Manufacturer narrative:
The zoll catheter was returned to zoll on 11/06/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A patient was hospitalized due to stomach perforation, aspiration pneumonia, sepsis and an intravascular temperature management was needed. A zoll solex 7 catheter was inserted into the right subclavian vein. The insertion was smooth. Immediately after placing the catheter, blood was coming out from the orange luer before the console was initiated. The solex 7 catheter was replaced to continue with treatment. No patient consequences were reported.